Event description:
It was reported to philips that the device's etco2 module needs to be replaced. The reason why it needed to be replaced was not disclosed. There was no reported patient involvement.